Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to third most proximal strut, it was lifted and pulled distally on one side only. The damage to the stent is consistent with force/resistance being encountered with the stent delivery system.. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found hypotube kinks along the full catheter length. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-june-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 24mm in length, 3.0mm vessel diameter target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). The lesion contained >=90 degrees bend. A 3.00x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.